Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states they were almost at diabetic ketoacidosis. The customer states the blood glucose was not reading on her meter. The customer states they had a bent cannula. Troubleshoot was conducted, and the customer was informed of different insertion sites. The only information the customer provided was their date of birth. Nothing is being replaced or returned at this time.